Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the subject device tested positive for 1 (one) colony forming units (cfus) of an unknown organism. The device was retested on (B)(6) 2025, and it tested positive for 1 (one) colony forming units (cfus) of an unknown organism. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.